Event description:
Reference number (B)(4) event occurred in the united states. It was reported on (B)(6) 2026 that the patient faced infection at the cannula insertion site was taking antibiotics to treat infection. The patient also reported that the pump was too bulky and heavy to be carried around. No further information available

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.